Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was no capture on the right ventricular (rv) lead. High thresholds and noise were also noted on this rv lead. The lead was programmed off and remains implanted. No patient complications have been reported as a result of this event.